Manufacturer narrative:
Instrument returned to manufacturer for investigation. Service personnel observed debris inside instrument and optics out of alignment. Customer is using replacement instrument.

Event description:
Customer reports a false positive urine hcg on a patient. Repeat testing on same sample was negative. No unnecessary medical procedure was performed. No treatment was withheld as a result of this incident. There was no impact to patient health.